Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d4. Upon review, the catalog and primary UDI number have been updated.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the injury was not determined due to insufficient clinical details. The cause of the device in wrong position was not determined due to insufficient clinical details.

Manufacturer narrative:
Arrhythmia: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the device in wrong position was not determined due to insufficient clinical details.

Manufacturer narrative:
Section d4. Primary UDI number has been updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
41-year-old female with history of nicm presented with acute on chronic decompensated heart failure. On (B)(6), they underwent implant of impella 5.5 without incident. On 10/4 short runs of ventricular tachycardia associated with coughing, treated with amiodarone. On (B)(6), torsades with stable device function at p6. On (B)(6), impella noted to rotated towards papillary muscle, repositioned without incident. On (B)(6), underwent transplant with explant of device without incident.